Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to the patient¿s lack of hand hygiene prior to initiation and termination of ccpd therapy. Staphylococcus aureus is commonly found in mucus membranes and skin of humans and is the most frequent organism associated with peritonitis in pd patients. Staphylococcus aureus is frequently caused by touch contamination events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to peritonitis. The patient has been dialyzing while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect her hands prior to initiation and termination of ccpd. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged home on (B)(6) 2025 in stable condition. The patient¿s cloudy peritoneal effluent fluid and abdominal pain have subsided, and the patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to peritonitis. The patient has been dialyzing while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6)2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect her hands prior to initiation and termination of ccpd. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged home on (B)(6) 2025 in stable condition. The patient¿s cloudy peritoneal effluent fluid and abdominal pain have subsided, and the patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed ccpd therapy utilizing the same liberty select cycler without reported issue.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to peritonitis. The patient has been dialyzing while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event, due to the patient¿s failure to disinfect her hands prior to initiation and termination of ccpd. The patient continued to undergo ccpd therapy while hospitalized without reported issue and was discharged home on (B)(6) 2025 in stable condition. The patient¿s cloudy peritoneal effluent fluid and abdominal pain have subsided, and the patient is recovering from the serious adverse events. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient resumed ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Correction: h1.